Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were returned for analysis due to a 'shorted' lead condition at implant. Visual inspection of the device and lead revealed evidence of arcing.